Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the up, down and ok buttons have been sticking, and for the past two days, they require multiple presses to elicit a response. It was indicated that the pump has damage below the ok button.

Manufacturer narrative:
(B)(4): the keypad was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down key was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.